Event description:
Customer reportedly obtained a result of 3.9 inr on the coaguchek xs system and 2.8 inr on a professional device during duplicate testing. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.